Manufacturer narrative:
It was reported that during the ablation procedure, when going transseptal, the needle and dilator were removed at the same time from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, and the orange brim cap and hemostatic valve became dislodged. Device evaluation details: the device evaluation has been completed. Visual inspection was performed, and the brim cap was found detached from the hub. The hemostatic valve and silicone ring were not returned with the device. No other damages were observed on the device. The device was inspected under microscope in order to verified, and the hub was found with adhesive applied. A device history record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the brim cap detached from hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed the brim cap was found detached from the hub. The hemostatic valve and silicone ring were not returned with the device. These findings were reviewed and determined they continue to be deemed MDR reportable. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation and brim cap detachment occurred. It was reported that during the ablation procedure, when going transseptal, the needle and dilator were removed at the same time from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, and the orange brim cap and hemostatic valve became dislodged. About 5ml of backflow blood were observed. Patient¿s hemodynamics was not compromised, and no intervention was required to stop the bleed. Air did not enter the patient¿s body. The sheath was replaced, and the issue resolved. With the information available, given the patient¿s hemodynamics was not compromised and no interventions were required to stop the bleed, this will not be considered a patient adverse event but a product malfunction.